Event description:
Additional information received that the cause of the failure to open was not determined. The pipeline had been placed in a vessel bend when it failed to open. There were additional steps or other devices attempted to open the pipeline specifically, the doctor tried trojan horse technology, retrieved all, deployed again, and did not open any.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: as found condition: the pipeline flex embolization device was returned for analysis within a shipping box; and within a plastic bio-pouch. Damage location details: no bent or kink was found with pushwire. The hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the distal marker, re-sheathing marker, pads or with the proximal bumper. However, the proximal tip coil was found to be stretched. The distal braid end was found to be fully opened and damaged. However, the proximal braid end was not fully opened due to damaged braid. In addition, the middle section was found to be fully opened and no damaged. No other anomalies were observed. Testing/analysis: n/a conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have failure/incomplete open at middle section as the middle section was found to be opened and no damage. However, the proximal braid end was not fully opened due to damaged braid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a neurovascular flow diversion procedure involving a pipeline embolization device, a kink occurred at the posterior middle section of the dense mesh stent during deployment. The stent could not open normally after three attempts. The dense mesh stent was retrieved and withdrawn as a whole. The procedure took place at the internal carotid artery c6, which was unruptured and saccular with a maximum diameter of 6 millimeters and a neck diameter of 3 millimeters. The distal landing zone was 3.8 millimeters, and the proximal landing zone was 5.0 millimeters, with moderate vessel tortuosity. Dual antiplatelet treatment was administered with a platelet reactivity unit level of 170. Postoperative angiography showed no surgery-related complications. To ensure patient safety and the smooth progress of the operation, the device was replaced with another pipeline embolization device-500-18, and the operation was successfully completed. No patient symptoms or further complications were reported as a result of this event.